Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a resection of a metatarsal procedure on (B)(6) 2018 and suture was used. During the procedure, the needle broke about three quarters of the way back. The location of grasper was about two thirds to three quarters back from the tip. The broken piece was recovered with no incident or loss of time. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No additional information was provided.